Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-dec-2017 with the following findings: a review of the pump¿s black box data showed evidence of the cs 088 call service alarm. During visual inspection of the pump, it was observed that the returned battery cap was undamaged and able to fit securely to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly but the pump lost power during the 24 hour duration test. The pump¿s cover was removed and further moisture corrosion was found to the printed circuit board on the watchdog component. The investigation was unable to be adequately investigate the initial complaint due to pump failures. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. There was evidence of moisture corrosion observed in the battery canister and on the battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.